Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys / expiration date: 28-mar-2023 / serial#: (B)(4) / UDI #: (B)(4). Device available for evaluation: no. Mfg date: 04-oct-2021. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure of a leadless implantable pulse generator (ipg), prior to deployment, the patient destabilized and a small pericardial effusion was noted, during contrast injection. The leadless ipg and it's delivery system (delsys) were repositioned and the leadless ipg was successfully deployed. The patient underwent pericardiocentesis, they stabilized post procedure. No further patient complications have been reported as a result of this event.